Event description:
It was reported via repair work order that the fowler would not fully lower/raise due to a broken weld on the bracket that is welded to the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.